Event description:
Customer reported an error 2236, bf probe 2 suction failure that occurred during start up. This is a reportable event based on delay in reporting patient results for intact parathyroid hormone (ipth) analyte.

Manufacturer narrative:
A customer reported error message 2236, bf probe 2 suction failure on the aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth) analyte. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. A field service engineer (fse) was at the customer site to address the reported event. Fse confirmed the complaint and observed s133 was functioning as intended. The fse checked the functionality of the waste valve and found it to be functioning normally, though flow was impeded through the valve. The fse observed that the tubing was crimped and adjusted the tubing. The aia-900 analyzer is back in service. The most probable cause of the reported event was due to a crimped waste tubing. A 13-month complaint and service history review for serial number (B)(4) from the date of 18apr2021 through aware date 18may2022 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 ¿ flags and error messages states the following: [2236] bf probe 2 suction failure. Cause: the overflow sensor 2 s133 detected liquid after a washer suction operation a wu flag will be attached to the measurement result. Action: clean the wash probe 2. Check s133, the waste liquid solenoid valve sv171, the waste liquid tube, and the liquid pump lp173.